Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("tearing lower abdominal pain bilaterally") in an adult female patient who had essure inserted. The patient's past medical history included parity 3. Concurrent conditions included skin abrasion and hypertension. Concomitant products included amitriptyline hydrochloride (triptyl) since 2014. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower outcome was unknown. The reporter provided no causality assessment for abdominal pain lower with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("tearing lower abdominal pain bilaterally") in an adult female patient who had essure inserted. The patient's past medical history included parity 3. Concurrent conditions included skin abrasion and hypertension. Concomitant products included amitriptyline hydrochloride (triptyl) since 2014. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower outcome was unknown. The reporter provided no causality assessment for abdominal pain lower with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("tearing lower abdominal pain bilaterally") in an adult female patient who had essure inserted. The patient's medical history included parity 3. Concurrent conditions included skin abrasion (abrasion of lower back), hypertension and overweight. Concomitant products included amitriptyline hydrochloride (triptyl) since 2014. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower had resolved. The reporter provided no causality assessment for abdominal pain lower with essure. The reporter commented: onset date of events not available. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: symptoms resolved immediately after essure removal. We received a returned sample in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.